Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot#: n623252, implanted: (B)(6) 2016, product type: adapter. Product ID: 748951, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot#: j0537737v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via the rep. It was reported that it had not been determined whether the high impedance was because of the lead, extension, or pocket adapter. The physician said that he would likely replace the lead since it was quite old, get rid of the extension and pocket adapter, and directly connect to the battery.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 74001, lot# n623252, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: adapter. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: extension. Product ID: 3487a-33, lot# j0537737v, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient underwent a surgical repositioning/replacement of the lead. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads, extensions, and adaptor were removed and the leads were replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0537737v, implanted: (B)(6) 2005, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient had one quad lead and impedance measurements were taken. Impedance measurements were: 0-2674 ohms, 1-2674 ohms, 2-5148 ohms, 3-7271 ohms. The patient did not experience symptoms when the ins was off. The patient felt no stimulation since the ins was replaced. The rep tried all contacts at 10.5v but the patient still did not feel stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.